Event description:
The user facility reported the patient was on impella 5.5 support and during support, the patient had arrhythmias. Amio bolus was given to the patient. Additionally, there were placement signal issue. Placement was confirmed with tee. There was also a motor spike, motor current went flat, flows increased and impella position in aorta alarm started. Placement signal was disabled and flows returned to normal ranges at p-2. Support continued.

Manufacturer narrative:
The impella device has been received but has not yet been evaluated. When the device investigation has been completed or any new information has been received, a supplemental MDR will be filed.

Manufacturer narrative:
Vf/vt/af/at: the root cause of the arrythmia and vt was unable to be determined due to insufficient clinical details. Optical signal issue: data log review showed a motor current spike at 6:34 pm on (B)(6) 2025 as mentioned in the clinical. After the spike, motor current lost pulsatility and pump flow increased. Impella in aorta alarms triggered as a result. The 5s parameters were stable. Product was returned and biomaterial was found near the sensor, in the outlet cage, and wrapped around the impeller. Prior to soaking the pump in water, the 5s parameters were out of spec with snr near zero. After soaking the pump in water, the 5s parameters greatly improved. The root cause of the optical signal issue was most likely biomaterial that was triggering false impella in aorta alarms since biomaterial was observed on the returned product and data log review showed a motor current spike prior to the alarms. Saturated flow: data log review showed a motor current spike at 6:34 pm on (B)(6) 2025 as mentioned in the clinical. After the spike, motor current lost pulsatility and pump flow increased. Product was returned and biomaterial was found near the sensor, in the outlet cage, and wrapped around the impeller. There was no blood ingress into the purge line past the motor housing. The root cause of saturated flow was most likely biomaterial ingestion since data log review showed a motor current spike followed by increased flows and loss of motor current pulsatility and biomaterial was observed on the returned product. Thrombus: the failure mode thrombus was added since data log review showed a motor current spike and biomaterial was observed on the returned product likely related to the saturated flow and false impella in aorta alarm. The root cause of the thrombus was unable to be determined due to insufficient clinical details.